Event description:
It was reported that, during a pci procedure, the maverick2 monorail balloon ruptured. The balloon was being used to pre-dilate a lesion located in the calcified, 90% stenotic mid left anterior descending (lad) artery. During the first inflation, the balloon ruptured at 5 atms. The procedure was successfully completed with a quantum maverick balloon and a stent. There were no reported pt complications. Pt's status is listed as "good".

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint is unknown.